Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to run detect and treat test) was confirmed. As received the monitors front response button was defective and the device failed functional testing. The cause of the defective response button was isolated to a missing tactile in the response button. The cause of the test failure was isolated to a defective switching regulator, u1, which damaged resistor r45 and transistor q4. The root cause of the missing tactile and defective regulator was unable to be positively identified. No adverse event resulted from the defective components.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete functional testing.